Event description:
Unable to complete preventative maintenance (pm) on 2 (two) instrument washers per the schedule set out by the OEM due to no available pm kits. Site has safety and regulatory concern due to missed maintenance for devices as they are necessary for sterilizing surgical instruments. Back order issues with OEM put patients at risk. Serial numbers: (B)(4). FDA safety report ID# (B)(4).